Event description:
It was reported that there were low impedance measurements on the right ventricular lead and the polarity switched. It was also reported that the atrial lead had high and varying impedances, increasing thresholds, and atrial high rate episodes that appear to be due to noise. The atrial lead was programmed to monitor only and the patient will be seen in a month. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant devices: 5076 implantable pacing lead (B)(6) 2005. (B)(4).